Event description:
According to the reporter, during laparoscopic cholecystectomy, the jaws would not close when the handle of the 2 clip appliers were squeezed. The clips remain open and malformed. Another device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.